Event description:
It was reported that the insulin gauge was inaccurate, an occlusion alarm occurred and that an undefined cartridge error occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.